Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found over-torqued of the outer coil at the connector region consistent with procedural damage. Visual inspection of the lead body did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead failed to capture. The rv lead was removed and replaced. The patient was in stable condition throughout.